Manufacturer narrative:
Additional information was received from the plaintiff's attorney regarding the date of event onset; however, there is a discrepancy as the date provided is different than the date that was initially reported. Additional information asking for clarification regarding the date of event onset (as well as the date of death) has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. The associated MFR report numbers are: 1225714-2014-02409 and 1225714-2014-02410.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012, subsequently expired after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR 1225714-2014-02409 and 1225714-2014-02410.